Event description:
Provider states that wheel locks may have been left in locked position the left tires is very worn down and the other tire is starting to wear down. No additional information provided.